Event description:
It was reported that the handpiece would not turn off during a surgical procedure. The case was completed with a backup. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device not turning off was duplicated. Based on the investigation details, the likely cause was problems with bearings and corrosion on the motor. Those parts were replaced along with other components. Service did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.